Event description:
A customer reported slide tracking errors while troubleshooting glu, trig and chol quality control on the vitros dt60 analyzer. Troubleshooting determined that this event is consistent with a malfunction that may cause false pt results to be reported. There was no report of pt harm as a result of this event.